Manufacturer narrative:
A visual and functional evaluation was performed by a trained technician. The technician found nothing that would have contributed to the cot rolling off of the pavement and tipping other than the operator's failure to maintain control of the device. No damages were found and the device was approved to return to service.

Event description:
The customer reported while transporting a patient on the stretcher, the stretcher wheels hit an uneven section of the pavement and tipped over. The patient allegedly sustained an elbow abrasion but remained restrained to the stretcher. No further information was provided.